Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm refers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13753. It was reported the pt's ipg had flipped 90 degrees when the pt was pulling up her pants. The ipg was sticking out, but it did eventually go back flat. It was also reported the pt had fallen and had lost stimulation. Reprogramming on (B)(6) 2013 was able to resolve the stimulation issue. Since the reprogramming, the pt now states the feeling of her stimulation changes when she presses on her ipg. Diagnostic testing revealed one of the contacts had low impedance and x-rays revealed the top lead appeared to have pulled out from the ipg header. The pt underwent a surgical procedure on (B)(6) 2013 and her ipg was explanted and replaced. Intraoperative testing was within normal limits.